Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle acetabular shell size 52 mm with a 36 mm metal insert and a summit femoral component size 5 with an articul/eze 36 +1.5 head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: osteoarthritis of the right hip.